Manufacturer narrative:
A ge service rep performed an onsite investigation. The central processing unit printed circuit board needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's monitors displayed horizontal lines and would not boot up. No pt injury was reported.